Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during on site visit by bd representatives, several devices were noted with damaged door latches. These were not in patient use at the time and noted during rounds. This is a generic complaint and no devices are available for return. Bd representative recommended to customer that the devices be taken out of service for repair. There was no patient involvement.